Event description:
It was reported by the customer "guidewire was not covered with coating all the way. It was moving very tight after PICC was cut and flushing was not easy. After guidewire has taken away, saline flush was done normally, and PICC is in patient." It was reported this occurred with two devices but only one was returned for evaluation. This report addresses the second occurrence and device not returned for evaluation. 11/01/2023 - the returned stylet was found to have several bends and a material that appeared to be bunched, peeling, and flaking off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.